Event description:
Pt stated she flushed catheter and "heard" the flush, had slight swelling under skin where catheter threaded. Swelling then gone. Rn suspected leakage in line and instructed pt to notify md. Pt called md who per pt report told pt to be seen first thing monday and to have flow study done. It was then discovered that pt's catheter broke, had 4" piece of catheter removed from rt atrium. Pt states has 2" piece in tunnelled area of vein and it remaining external piece in place. Pt to have surgery tomorrow. 3/6/97 to remove remaining pieces of catheter and new catheter inserted.